Event description:
The tip of the kerrison broke off during the procedure. The physician found and retrieved all the broken parts. The surgery completed. The patient taken to recovery. No untoward patient effects.